Manufacturer narrative:
During temporary withdrawal from la-15 treatment for toilet the blood pressure was further reduced and the consciousness was lost due to a decrease in blood circulation in the body, and due to a rise in blood bradykinin caused by gradual increase in plasma flow during the course of treatment. There was a slight decrease in blood pressure, nausea, and a feeling of fainting in the first treatment, however the treatment could have finished until the target plasma treatment volume. The loss of consciousness occurred in the second treatment also possibly due to the bad patient's physical condition on the day of the second treatment.

Event description:
The case is a patient with familial hypercholesterolemia and hyper-lp (a)emia. During the second la-15 treatment the patient temporarily broke away from la-15 treatment due to toilet, and the blood pressure decreased (98 / 56mmhg) and the patient lost consciousness. The blood pressure recovered to 124/68 and thereafter la-15 treatment was resumed. La-15 treatment was discontinued at a plasma treatment volume of 3.8 l although the target volume was set to 4.45l. The first la-15 treatment was conducted two weeks before the second treatment. Although mild decrease in the blood pressure to 90's, feeling of faint and nausea during the treatment were observed. The target plasma treatment volume 4.4l was accomplished. Concomitant medications: lisinopril (ace-inhibitor) was withdrew 6 days before the first la-15 treatment. Plavix (antiplatelet drug) zetia (cholesterol lowering drug).